Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that her mother experienced high blood glucose of 528mg/dl and 474mg/dl as unable to deliver insulin because the cannula was not filled. Customer's current blood glucose was 351mg/dl. Customer declined troubleshoot for high blood glucose. Customer's belt clip was broke. Insulin pump will not be return for analysis.